Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 6949-65 lead, implanted: (B)(6) 2007; product ID 5076-52 lead implanted: (B)(6) 2007; product ID 4194-88 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the pace/sense right ventricular (rv) lead had high impedance and a possible fracture. A lead integrity alert (lia) triggered for high short interval counts (sic) and noise/oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, sensing integrity counts up to 156; ventricular tachycardia (vt)-non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing. On (B)(6) 2014, rv pacing impedance measured 4047 ohms; up from trend of approximately 550 ohms. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes.